Event description:
During the last weeks some patients in hospital (B)(6) have suffered severe burns.

Manufacturer narrative:
Staff biomedical engineer's initial assessment based on photographs provided is that standard electrosurgical procedures were not being followed, to include probable improper patient isolation and excessive monopolar activation times. One picture indicated surgical liquids may have been pooled around the patient. The apparent extensiveness of the burns indicate possibly higher-than-normal power output settings. Initial reporter had a conference with the product distributor who visited the hospital (user) and provided a detailed explanation of electrosurgical technology. The distributor found that the user was utilizing "cheap" return electrodes which seemed to be the origin of the problem. Based on information provided by the reporter at this time it is not possible to determine whether these injuries were caused by a device malfunction, improper surgical techniques, or some other unknown environmental factor(s). A follow-up report will be provided if and when additional information is received. Manufacturer's internal report number (B)(4).